Manufacturer narrative:
Manufacturer review included analysis of system event history logs, which confirmed the initially implanted clip was briefly detected during the initial procedure setup but was not subsequently recognized by the system. During the second procedure, localization and excision were successfully completed using a newly implanted clip. The clips were not returned for evaluation despite request; therefore, no functional testing could be performed. The malfunction was verified through log review; however, a definitive root cause could not be established. Review of historical complaint data did not identify a related trend. No adverse clinical signs or symptoms were reported. The event required an additional surgical procedure to complete lesion removal.

Event description:
A localization clip was implanted to mark a target lesion prior to surgical excision. During the subsequent procedure, the system briefly detected the clip but was unable to maintain localization, and the procedure could not be completed as intended. The patient later underwent a second procedure during which an additional clip was implanted to facilitate localization and excision. The lesion was successfully removed. Pathology confirmed both clips were present in the excised specimen. The devices were not returned for evaluation.